Event description:
It was reported that a patient experienced an unspecified infection in the stomach, septic shock, and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the infection was unknown. The infection was manifested by cloudy effluent. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). It was unknown if the patient was hospitalized for the infection. It was reported that the patient experienced a possible septic shock and an unrelated event at home and was transported to the hospital by ambulance. One day after hospitalization, the patient passed away. Treatment for the septic shock was not reported. The cause of death was not reported. It was not reported if an autopsy was performed. It was unknown if the patient recovered from the infection prior to time of death. It was unknown if pd therapy was ongoing until time of death. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). Patient's age reported to be between 40 and 50 years of age. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.